Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose levels. The customer's blood glucose was 46 mg/dl. The customer treated the low blood glucose with glucose tablets and juice. The customer stated that the sensor was not alarming him that his blood glucose was low even when his blood glucose lowered to 40 mg/dl. The customer was advised of the sensor glucose and blood glucose reading differences. The customer was advised that a replacement serter would be sent. The customer did not return the insulin pump for analysis.